Manufacturer narrative:
The insulin pump passed the basic occlusion test and rewind. There was an intermittent motor error alarm during the displacement test and alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with cosmetic damage.

Event description:
It was reported that the customer was unable to exit the fill tubing screen. The customer's blood glucose level was 86 mg/dl. Insulin was squirting out during the manual prime process. She was advised to revert to a back-up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).